Event description:
It was reported that externalized conductors were observed via fluoroscopy during device change out for normal eri. The patient was asymptomatic and there were no electrical anomalies detected. Lead revision is planned.